Event description:
It was reported that the ventilator was cycling on a patient when the ventilator displayed an error code "po0" intermittently. The patient was taken off the ventilator, bagged and the ventilator was swapped out. The ventilator was taken to the biomed department where the 02 concentration potentiometer was replaced. The ventilator was calibrated and functionally checked. Ventilator was functioning according to all manufacturers specifications. Ventilator was returned back to service. There was no patient injuries.